Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. The hypotube was broken and only the distal section of the broken device was returned. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. A visual examination of the crimped stent found the entire stent profile was damaged with severe bunching of stent rows on the proximal half of the stent and stretching of the stent rows on the distal half of the stent. The distal end of the stent was still in place. This type of damage is consistent with the stent meeting resistance upon withdrawal of the device from the guide catheter. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a shaft hypotube break located at 540 mm from the tip. The proximal section of hypotube (including the hub and catheter strain relief) was not returned for analysis. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 2.75x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break and stent damage.